Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 165 mg/dl at the time of the incident. The customer's parent stated that the insulin pump alarmed motor error after the rewind has been completed. The customer stated that the drive support cap was normal /and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer's parent also reported that the insulin pump had a white line on the screen. No partial display troubleshooting was performed . The customer's parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked zebra connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm due to missing segment. The motor was tested outside of the device and passed. The insulin pump was received with minor scratched lcd window, cracked lcd window, cracked battery tube thread and broken reservoir tube lip.